Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's stepmom reported via phone call that the insulin pump alarmed button error and had moisture damage. The customer's blood glucose reading was 245 mg/dl. Stepmom stated the insulin pump was exposed to perspiration. The customer was advised to discontinue use of the device and revert to a back-up plan.